Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the return product specimen was visually examined. Both leaflets were in the closed position, appearing intact with no evidence of damage such as cracks and/or surface anomalies. Both inflow and outflow valve hinge mechanisms and orifices appeared intact with no evidence of damage. Functional testing was also performed. Using a blue actuator to test leaflet movement, the valve leaflets were fully mobile. The valve was rinsed under tap water and it was verified that the carbon subassembly rotated in the sewing ring. The sewing ring was removed by systematically undoing the stitching to expose the stiffening ring window. The lock wire was pulled out and the stiffening ring removed from the orifice. The serial number was verified. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause of the reported event could not be determined. Based on the analysis, the complaint could not be confirmed and no evidence of a leaflet motion issue was noted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested, but no new information has been received. The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this mechanical valve, this device was explanted. The implant duration was not indicated. No failure mechanism and no adverse patient effects were reported.